Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2mqsx; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient was experiencing a loss of stimulation. The patient went to their healthcare provider (hcp) and had the interstim device checked. They found the battery depleted in just over a year and so were unable to test anything further. It was unknown if troubleshooting was performed and the cause was not known. It was noted that this issue was resolved with a device revision on (B)(6) 2024. The device was found to have no battery by the clinic and in the operating room for the replacement it was also noted that the lead had been pulled back into the sacrum from the initial implant. Soa battery and lead wire were replaced for this patient. The patient had dementia and the wife stated they had turned the ins to 11ma which may have well depleted the battery. It was also noted on (B)(6) 2024 in the operating room that the lead had pulled into the sacrum so that only electrode 0 and 1 were being viewed below the anterior surface of the sacrum. It could be a combination of the lead and the 11ma setting for stimulation that depleted the battery in just over a year from the initial date. It was requested that analysis be done to determine is there was no malfunction. Additional information was received from a manufacturer representative (rep). The rep reported that the ins was removed on (B)(6) 2024.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the device had been at normal end of life. The telemetry was okay and there was no output. Analysis of the lead (lot#: va2mqsx) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID: 978b128, lot #va2mqsx, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type :lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.